Event description:
Pt incurred airway fire injury during photodynamic therapy. Approx 3 minutes into the pdt treatment the pdt fiber appeared to melt. The fiber was immediately removed and in doing so, an airway fire was noted. The fire was immediately extinguished.